Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. The root cause is attributed to use error through off axis impact. Complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the pinnacle cup inserter handle broke during cup impaction. The end strike plate broke off. All pieces were recovered and there was no delay in procedure.